Event description:
It was reported that the devices were used during a laparoscopic cholecystectomy procedure. When preparing for the case the obturator will not fit in the sleeve of the trocar. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.